Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up arrow button due to corroded keypad traces. Insulin pump received with cracked case at display window corners and cracked display window. Insulin pump received with minor scratches on lcd window and broken reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 131 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive and sticking during a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.